Event description:
It was reported by sales representative that he was advised of planned/scheduled explant in 2009, explants took place. Explant due to perivalvular leak and sand granular like vegetation on device after about 21 days of implant. All cultures were negative. The surgeon is not implicating valve. The device is available for return, it is to be returned by the perfusion department.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Research and development concluded with the following: ¿ this valve was reportedly explanted after approximately 21 days of implantation duration due to ¿perivalvular leak and sand granular like vegetation on device¿. Since no echocardiography record was provided, the reported in vivo ¿perivalvular leak¿ cannot be confirmed. Visual examination of the valve showed small deposits of brown-red nodules in the commissural regions of each of the three leaflets. It is very unlikely that such minor deposits on the leaflets could have had any clinically significant impact on the immediate functionality of this particular valve. Histology sections through these deposits show that the reported ¿sand granular like vegetation on device¿ was thrombotic material. Thrombosis has an extremely low incidence rate in bioprosthetic heart valves and is highly variable among patients, suggesting that biological factors play an important role in these processes. The root cause of the thrombosis for this valve cannot be determined at this time.

Manufacturer narrative:
Evaluation summary: "cuts and missing tissue at leaflet 1 is evident. Missing tissue of the cusp area measures to approximately 9mm by 11mm. A cut is detected at the free margin and into the cusp of leaflet 3; it measures to approximately 12mm. Thrombosis like deposits are detected onto the tissue. As received the valve is not suitable for functional testing. However, the valve will be sent to research and development for observation." This event was determined to be reportable per edwards lifesciences procedures. The event was learned through telephone call from hvt sales representative. Follow up with the sales representative (via e-mail), produced no additional information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.